Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Medtronic diabetes therapy consultant called to report that the customer was hospitalized due to having ministrokes in the last year and a half. Customer's blood glucose levels were not included in the report. It was reported that the issue was diabetes related. Customer declined to speak with the help line. No other details were reported.